Manufacturer narrative:
G4: 08jul2020 b4: (B)(6) 2020 the manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer review the diagnostic screen for the blower revolutions per minute (rpm). The customer reported the blower rpm was 3000 when adjusting flow and pressure. The technician recommended that the customer replace the blower assembly. The customer was given part information for a replacement blower assembly. The customer ordered the part to rectify the reported problem and confirmed that replacing the blower assembly resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05june2020.

Event description:
It was reported that the unit's blower had no output. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer to review the diagnostic screen for the blower revolutions per minute (rpm). The customer reported the blower rpm was 3000 when adjusting flow and pressure. The technician recommended that the customer replace the blower assembly.